Event description:
During a proximal hamstring repair, the gold 3.8mm awl was used to make pilot hole. When the anchor was inserted and tightened, the tip broke off the end of the introducer. Surgeon spent four minutes looking for the tip without success. When tying knots (same anchor), one suture broke off in surgeon¿s hands during knot tightening. Second suture from same anchor appeared to hold. Seven out of eight sutures remain holding the tissue. Surgeon is hoping there is no harm to the patient. Due to contamination, the item is not available for return.

Manufacturer narrative:
(B)(4).